Manufacturer narrative:
Analysis: the returned device was disinfected and evaluated to determine the cause of the complaint. Upon inspection the balloon was still in the folded position with only slight inflation of the proximal balloon cone. The distal balloon cone did not appear to have seen any pressure at all during the attempt to deploy the stent. To determine where the pin hole in the balloon was located the balloon was pressurized using a 20cc inflation device with a gauge. Upon pressurization a hole in the balloon was realized in the distal balloon cone. The balloon was leaking enough that the pressure could not be held and is considered a gross leak. The pin hole was examined under a microscope at 40x magnification. The pin hole in the balloon was actually a radial tear that was approximately 4mm long. Historically balloons have been designed to rupture in a longitudinal fashion. The device history records indicate that a total of 49 balloons were pressure tested and burst tested in process and at final lot qualification testing. In all cases the balloons burst in a longitudinal orientation. The same data sets also indicate that the lowest burst pressure seen was 20.3 atm. The rated burst pressure of the product as specified on the product label is 12 atm. The burst data shows that this balloon lot passed all performance criteria. During the manufacture of every product lot created each catheter is 100% pressure tested to ensure the integrity of the catheter assembly. A leak in the balloon of this magnitude would have been detected in process at this production step. A full review of the catheter lot history records for the devices in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: · ability of the stent and delivery system to be passed through the labeled introducer sheath. · ability to deploy the stent at nominal pressure (8atm). · ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. · ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. · balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing associated with the complaint. There were no issues in regards to the stents being able to pass through the introducer sheath. In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: · balloon hole skive dimensional verification. · stent securement testing. · proximal balloon weld tensile testing. · distal tip tensile testing. · catheter leak check. Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question. There is a possibility that the balloon was ruptured on the calcified lesion when the stent was being positioned in the lesion or upon deployment of the stent. Without fluoroscopic imaging this cannot be confirmed. Clinical evaluation: balloon ruptures may occur in endovascular aneurysm repairs because they may come in contact with the fixation barbs and the grafts/stents are subjected to forces due to cardiopulmonary movement of the viscera and of the endograft. If the fenestrated endograft is not perfectly positioned within the native anatomy the device will be subjected to additional forces as they are forced to realign to accommodate the geometrical mismatch. The instructions for use (IFU) states as a contraindication heavily calcified lesions resistant to percutaneous transluminal angiography (pta). It also states that recrossing a partially or fully expanded stent with adjunct devices must be performed with extreme caution.

Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.

Event description:
It was reported that the stent balloon ruptured during deployment at 4 atm. The stent was successfully deployed using a different balloon.